Event description:
This report is based on information provided by a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a lcd (liquid crystal display) backlight fault. There was no reported harm nor impact reported.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the engineer noted the lower half of the screen is quite dark. There was no patient involvement nor health consequences reported.